Event description:
It was reported that during an unknown procedure, the clips cut the vessel and caused trauma. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please explain what the tissue trauma? ¿ after clips came crossed, it caused bleeding like a leakage did the scissored clip cause the tissue trauma? - yes. How was the trauma tissue repaired? ¿ polymer ligaclip was used was the intra-op procedure or post-op care of the patient changed? If so, please explain. - no. Which firing did this occur on? ¿ with clip applicator. Did anything unexpected happen prior to this incident? - no. Was the clip fully advanced into the jaws? ¿ yes, but the lip of the jaws were oblique. Did the procedure drive the need to apply torque or twisting of the device? - no. What vessel was the device fired on? Please specify the size of the vessel? ¿ to vascular vessel. Were any unexpected noises heard? If so, when? -no. Was the device fired after this incident in or out of the patient? ¿ into patient. Does the patient have any relevant history of surgical treatments? If so, what? -no. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. Was any further intervention required to repair the leak? ¿ polymer ligaclip was used. Is the patient expected to have a full recovery? - yes. Please provide the patient¿s sex, age and weight. -unknown. What is the patient¿s current status? - good. Is the surgeon an experienced user of this product? ¿yes. How much blood did the patient lost? Was a transfusion required? Very small amount of bleeding occurred, representative indicated that it was like leakage. So, there was no need for transfusion."

Manufacturer narrative:
(B)(4). The device was returned and determined not to be an ethicon endo device. This report has been voided.